Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 324 (mg/dl). Reportedly, contact stated that customer did not administer a bolus and is currently experiencing puberty. Customer administered a correction bolus to treat bg level. Contact stated that the customer was on their way to see their health care provider.